Event description:
It was reported that a hysterscope with planned for ablation of fibroids. Lysis of adhesions, and resectoscope ablation of fibroid to the fundus. The plan was to use the 4mm resectoscope to remove the uterine fibroid, but it was adhised to the uterine wall. The decision was made to lyse the adhesions first with the electrode. The fibroid was delineated quite well, but during the delineation that was a flash of light. After a flash, the tip of the electrode was found to be missing. There was an extensive search of the uterus to find the small tip. In the bottom of the suction, 3 small spectro of black material were found-sent to pathology.